Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, the nurse set up the handle and reload, then checked the clamp test before giving the device to the surgeon. The surgeon then attempted to fire, but the knife did not advance. A new product was used to complete the procedure. There was no patient injury.